Event description:
It was reported the pt experienced withdrawal symptoms of return of pain. The symptoms began immediately after the pump was refilled. A rotor and dye study were performed, and showed a working patent system. It was initially suspected to be an issue with the drug concentration. The hcp revised the catheter at which time he noted a pinhole which was repaired with an 8590-9 kit. No further outcome was reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
Results code other = catheter.